Event description:
It was reported by the customer that their insulin pump was alarming and squirting out insulin during manual priming. Advised customer the alarm was due to the device being unable to detect the reservoir. Customer stated they do not recall any significant events that lead to the alarm but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 186 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime during the prime test due to a faulty force sensor resistor. No alarm for an unexpected restart was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.